Manufacturer narrative:
Product analysis :visual review confirms screw breakage ~4 threads down from the base of the bone screw neck. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface smearing is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirm relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Although the exact event (onset) date is unknown, it was reported that the event occurred in (B)(6) 2016. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent spondylodesis fusion back surgery for the treatment of adjacent level stenosis. Post-op, the implanted pedicle screw was found broken. It was reported that the patient was good post op but got worse after screw broke. Reportedly, patient had back pain at time of this report and also she could not achieve solid fusion. Reportedly, the broken screw still remains implanted inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.